Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and on (B)(6) 2008 and mesh were implanted. It was reported that the patient experienced multiple complications, including pain, infection, urinary problems, recurrent stress urinary incontinence, bleeding, formation of scar tissue, erosion of her internal bodily tissue and other injuries, and neurologic compromise to her structures and tissues. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient underwent revision on (B)(6) 2008 of anterior vaginal mesh and placement of mesh sling-mid urethral obturator and posterior prolift revision mesh. No additional information has been provided.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and on (B)(6) 2008 and mesh were implanted. It was reported that the patient experienced multiple complications, including pain, infection, urinary problems, recurrent stress urinary incontinence, bleeding, formation of scar tissue, erosion of her internal bodily tissue and other injuries, and neurologic compromise to her structures and tissues. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient underwent revision on (B)(6) 2008 of anterior vaginal mesh and placement of mesh sling-mid urethral obturator and posterior prolift revision mesh. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.